Event description:
Allegedly, the doctor was performing a hysterectomy when the supraloop he was using broke. When it broke, the distal end of the loop shaft made contact with and punctured the bladder. The doctor had a urologist in to cauterize puncture and insert catheter. The doctor then used different instrumentation to complete procedure. Doctor had a follow up appointment with pt 4 weeks after procedure and he reported that pt condition was fine.

Manufacturer narrative:
We did not receive the supraloop that malfunctioned, but we did receive a supraloop from the same lot number box to test. This supraloop was activated and functioned well. It is possible the doctor was pulling loop with too much force.